Event description:
The pt developed an infection at the pump site. The pump and catheter were explanted. According to the health care professional, there was "nothing wrong with the pump." The infection resolved. The pt experienced some withdrawal symptoms which were treated with oral baclofen. The medication being delivered via the device system was lioresal. A follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
(B)(4). Final device analysis of the pump revealed no anomaly found. The pump was functioning normally.